Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfilling/low draws occurred with three (3) bd vacutainer® sst¿ blood collection tubes during use. The following information was reported on the initial complaint. It is reported customer experienced under filling with vacutainers. "The staff in our phlebotomy department are currently experiencing an ¿no vacuum¿ issue concerning the beckton dickinson ¿ 5.0 ml serum separator vacutainer. The issue they are reporting is that some tubes from this lot number do not have vacuum in the tube. Would you please advise how you would like us to handle this issue and if this is a current know issue that you are aware of. We currently have pulled 14 packs of product from our shelves and would like guidance on how to return this defective product for replacement / credit."

Event description:
It was reported that underfilling/low draws occurred with three (3) bd vacutainer® sst¿ blood collection tubes during use. The following information was reported on the initial complaint. It is reported customer experienced under filling with vacutainers. "The staff in our phlebotomy department are currently experiencing an ¿no vacuum¿ issue concerning the beckton dickinson ¿ 5.0 ml serum separator vacutainer. The issue they are reporting is that some tubes from this lot number do not have vacuum in the tube. Would you please advise how you would like us to handle this issue and if this is a current know issue that you are aware of. We currently have pulled 14 packs of product from our shelves and would like guidance on how to return this defective product for replacement / credit."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.